Manufacturer narrative:
Describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported that there was an over infusion of propofol (10000 mcg/ml). The intended rate of infusion was 19.3ml/hour, however 100ml was believed to have infused within 10 minutes. It was reported that the patient was hemodynamically unstable prior to the incident. Following the event, the patient was placed on ringer's lactate solution. One of the clinicians expressed that the patient's symptoms were not consistent with receiving 100ml of propofol within 10 minutes as the patient's vital signs remained within expected ranges following the event. The clinician indicated that they believed when preparing the infusion an empty bottle was hung in error. "Several days" following the event, the patient's family made the decision to withdraw care. The hospital risk manager indicated in their clinical judgement the propofol infusion did not cause or contribute to the patient's death and further indicated that there were no significant measurable symptoms or changes in vital signs following the event consistent with an alleged overdose of propofol. Additionally, the hospital risk manager indicated that there was no record of an additional bottle of propofol being removed from the automated pharmacy cabinet. The risk manager indicated the cause of the death was acute respiratory failure due to lung cancer and that the patient was receiving hospice care. The patient passed two (2) days following the event. The hospital risk manager indicated in their clinical judgement it was not reasonable to believe that the patient had received an over infusion of 100ml of propofol within 10 minutes based on the patient's symptoms. The risk manager further shared their conclusion that they believed a new bottle of propofol had never been hung and that the clinician misidentified the previous empty bottle as an over infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of propofol (10000 mcg/ml). The intended rate of infusion was 19.3ml/hour, however 100ml was believed to have infused within 10 minutes. It was reported that the patient was hemodynamically unstable around the time of the incident. Following the event, the patient was placed on ringer's lactate solution. One of the clinicians expressed that the patient's symptoms were not consistent with receiving 100ml of propofol with 10 minutes. The clinician indicated that they believed when preparing the infusion an empty bottle was hung in error.